Event description:
Review of medical records provided by the pt's treatment facility. The pt was admitted for peritonitis and had her pd catheter removed. She had a perforated bowel and refused surgery. The pt was discharged home on hospice care and died at home.

Manufacturer narrative:
A supplemental report will be submitted upon final review of medical records by post market clinical physician and completion of the plant's investigation. The following mdrs are related: 2937457-2014-00511.